Event description:
It was reported through a service report that the fowler cylinder did not hold the fowler upright when pressure was applied to it. No pt involvement or adverse consequences reported.